Event description:
While servicing the ventilator, the manufacturer's service technician reported that review of the ventilator's diagnostic code history indicated there was an occurrence of an air source fault and subsequent loss of gas supplies during operation. The loss of both air and oxygen gas supplies will affect the function of the ventilator during operation. There had been no report of the occurrence by the customer. The customer reported they did not know if the ventilator was in use at the time, but there was no reported patient harm. The service technician was unable to duplicate the reported problem but replaced the blower and fan as a precaution. Performance verification testing was completed and all tests passed to operating specifications.